Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associated with this complaint. The pump was replaced.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that the up arrow and down arrow keypad buttons were intermittently responsive and required excessive force in order to elicit a response. All of the other keypad buttons responded to button presses and were found to spring back and click back normally. There was evidence of keypad contamination found under all key contacts. Unrelated to the complaint, evaluation revealed a faded and discolored display screen. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A new display screen was inserted into the pump and the display screen illuminated to normal contrast.

Manufacturer narrative:
The pump has been returned to animas for evaluation; however, evaluation is not complete. Once evaluation is complete a supplemental will be sent. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.